Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2023-01743. Related manufacturer reference number: 1627487-2023-01742. Additional information received indicates that the ipg was electively replaced and the patient only had one lead implanted.

Event description:
It was reported that the patient experienced loss of therapy due to high impedance on the lead. As such, surgical intervention took place wherein the lead was explanted and replaced with a new lead addressing the issue. Reportedly, therapy was restored post op.

Manufacturer narrative:
Date of event is estimated.